Event description:
In 2009, customer reports that at the start of day, the table will power-up, but not perform basic functions. Reported intermittent problems with no table movement recently as well. Do not have a back-up room that will work for use for all scheduled procedures. No report of pt injury.

Manufacturer narrative:
Field service engineer troubleshot the table, which wasn't moving upon arrival, but began to work soon after, without fse adjusting or correcting anything. Fse troubleshot to the 5 volt power supply, which was reading low at 5.03 v, and adjusted this to 5.10 volts. Fse tested and verified proper operation per hut service manual 400955. Unit returned to full service by the customer.